Event description:
An internal stryker representative reported a nonconformance regarding the device that was found during inspection at the distribution center. There was no sound coming from the device. An absence of voice prompts may lead to an inability understanding how to use the device correctly, which could prevent or delay defibrillation therapy. There was no report of patient use associated to the reported event.

Manufacturer narrative:
Heartsine has received the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.

Manufacturer narrative:
Heartsine evaluated the customer's device but was unable to duplicate the reported issue. Upon evaluation, auditory advisory prompts issued by the device were audible and clear. No measurable fault was identified with the speech circuitry or speaker that would have caused no audio prompts to be heard. The device was scrapped by heartsine and the customer was provided with a replacement device.

Event description:
An internal stryker representative reported a nonconformance regarding the device that was found during inspection at the distribution center. There was no sound coming from the device. An absence of voice prompts may lead to an inability understanding how to use the device correctly, which could prevent or delay defibrillation therapy. There was no report of patient use associated to the reported event.